Manufacturer narrative:
The exact event date was not available, therefore the date 01/01/2024 was used as estimate, as patient stated he has not been able to use the device for over one year.

Event description:
It was reported that the patient stated he has not been able to use this inflatable penile prosthesis (ipp) for over one year as the pump bulb migrated to the back of his scrotum, preventing him to access it. No additional information was provided.